Event description:
A report was received that the patient was having issue charging the ipg. It was noted that the charging disk was getting hot and was causing a rash around the ipg site. Database analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The ipg temperature was within the expected range. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132/(B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was having issue charging the ipg. It was noted that the charging disk was getting hot and was causing a rash around the ipg site. Database analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The ipg temperature was within the expected range. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.